Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during routine follow up check. The patient did not report any symptoms as a result. It was recommended that this device be replaced. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.